Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. However, the defib conductor was distorted. The inner tubing was kinked/buckled and torn. The outer tubing overlay had cosmetic environmental stress cracking. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the lead dislodged.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and unacceptable defibrillation thresholds. The lead was explanted and replaced. It was noted that the patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.